Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient saw a doctor who performed an x-ray on their back. The patient was waiting for the call back and had an appointment on (B)(6) 2024. The patient stated the pain in their back and hip was getting worse in their lower back. The issue was not resolved and the patient felt worse since the stimulator had been put in their back.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the device never worked in the right places since they got the implant. Caller stated that they had 3-4 of medtronic's associates visit the office of the people that installed the device and they tried and sent the patient home with the same problem. Caller mentioned they never had any relief in their back since being implanted and they mentioned seeing in the manual about 50-60% pain relief. Caller mentioned the stimulation effects their legs and not the pain in their back. Caller noted stimulation makes the pain feel like it's worse and as far as lower back relief it has never helped them any. Caller mentioned they had electrical shock and can't have it on in any of the positions that's programmed in there. Caller mentioned since then they had shots and nothing has relieved the pain. Caller quit using the device about 2 months ago because the pain was getting so bad that they wanted to start doing something so they tried to use the device but the controller was not seeing any information or picking up their implant. Agent instructed caller to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply and controller port. Agent walked caller through resetting controller; controller showed no device found then showed cannot recharge device this controller battery is too low recharge the controller. Caller noted that they just charged the controller maybe 5 or 6 days ago. Agent reviewed with caller to fully charge their controller then try to connect their controller to their implant. Agent advised the caller to call patient services back if further assistance was needed. The issue was not resolved. The caller was redirected to the patient's healthcare provider to further address the therapy issue.